Event description:
Health professional reported removal of a lap-band device allegedly "due to failure." Follow up findings: health professional reported lap-band removal due to "lack of weight loss." It is unk if any diagnostic testing was conducted or if a new lap-band device was implanted. Follow up is being conducted but info has not been received at this time.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Multiple requests for further info have been made. Allergan has received no response from the authors. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Inadequate weight loss is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number of the device and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 pts total)."